Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that in a synergy cranial case, the registration was flipped l/r with touch-n-go. The medtronic rep noted that the fiducials were not symmetrical and they skipped around when touching them. The surgeon opted to continue the use of the stealthstation to complete the surgery. There was no impact on the patient outcome.